Event description:
It was reported that balloon rupture occurred. The 38mmx3mm target lesion was located in the mildly tortuous and moderately calcified circumflex artery. A 2.00mm x 20mm emerge balloon catheter was advanced for dilatation. However, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Returned product consisted of an emerge balloon catheter with the product mandrel still in the manufactured position. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The balloon was tightly folded prior to inflation testing. The device was inflated to rated burst pressure and could hold pressure for 5 minutes. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not find any tear in the balloon.

Event description:
It was reported that balloon rupture occurred. The 38mmx3mm target lesion was located in the mildy tortuous and moderately calcified circumflex artery. A 2.00mm x 20mm emerge balloon catheter was advanced for dilatation. However, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and patient status was stable.